Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump was "primed several times yesterday and it is not in history". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 11/10/2017 with the following findings: the black box and prime history indicated no primes were programmed or delivered on (B)(6) 2017. A rewind, load and prime were successfully completed. The prime was accurately recorded in the prime history. The prime history was found to be recording properly during testing.